Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The patient was transferred to another hospital where she expired in the intensive care unit (ICU) on (B)(6) 2011. The cause of death was contributed to cardiogenic shock, device failure and severe rheumatic valve disease.

Event description:
It was reported that the patient presented to the emergency room due to loss of atrial capture. The patient went asystolic during loss of capture. Atrial sensing went from 1.6 mv to 0.5 mv. An x-ray revealed that the lead dislodged. It was suspected that the atrial lead had slipped into the ventricle causing inhibition. The pulse generator was programmed to vvi 80 ppm, 4 v, 1.0 ms. The patient was pacemaker dependent.